Event description:
There was no device malfunction noted, the revision procedure was due suspected malposition of the implant that occurred during the index surgery, resulting in back out of the implant later. On (B)(6) 2025 the patient underwent a c6-c7 pseudoarthrosis procedure utilizing the corus pcss product. The patient had previously received a 3-level acdf procedure. The patient went for a follow up visit and via images, the physician noticed one of the cages looked to have backed out. The patient was not in pain but decided to have the implants revised. The revision procedure was performed on 4/14/25. The physician made bilateral incisions and was able to remove both implants and implanted newer implants. The case was completed successfully, and the patient is recovering as expected, with no clinical sequelae noted.